Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed. High resistance/impedance leading to elective replacement indicator (eri) was noted. Battery depletion was indicated and eri due to high battery impedance was logged on (B)(6) 2011 prior to explant. Ramware version 8 installed on (B)(6) 2010.

Event description:
It was reported that the patient came in for a routine follow up visit and the device was found to be at end of life prematurely. The patient was noted to be asymptomatic. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.